Event description:
It has been reported that the device is not recognizing multiple sets of pads.

Manufacturer narrative:
This issue was previously reported on (B)(4) with MDR 30306777-2016-03141. The device investigation is pending.